Event description:
Procedures were; cystoscopy, left retrograde pyelogram, left ureteral stone manipulation with a left ureteral stent placement. After the stent was placed a piece of blue plastic was in the patient's bladder. The physician was able to retrieve the piece of plastic. No harm to the patient.